Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, one opening linear on the anterior, yellow particles in the inner surface and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the anterior and an air pocket was observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage. One crease smooth opening on the anterior due to fold flaw opening. The reason for reoperation was deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional device analysis: according to the information gathered during the investigation, there is enough evidence to support that devices were assembled in accordance with allergan medical procedures and specifications. During the device analysis it was observed a void on the valve side, out of specification per qa199.06 (texture side). However, the workmanship not had no relation with the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.